Manufacturer narrative:
The trocar cannulas were received for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
The customer reported the surgeon was having trouble getting the instrument in and out of the 23g trocar cannula. Additional information received noted the trocar would not stay in place, so the staff replaced it. They saved the non-conforming one, and completed the case. No patient injury was reported.